Event description:
It was reported that the device exhibited was double beeping. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the suspected pump was returned for analysis. No issues were found in the event history log (ehl). The service history review identified no indication that the complaint was related to a service of the device within the review period. The visual and functional testing was performed; the reported issue of double beep alarm was confirmed. The probable cause of the issue was due to damaged downstream occlusion (dso) sensor. Replaced the dso sensor. The device passed all functional testing after repair.